Event description:
It was reported that during a partial resection procedure, the plastic part of the cartridge separated from the metal part of cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.